Event description:
It was reported that during a right shoulder labrum repair, a protective cap became stuck in the patients shoulder and was not retrieved. According to the reporter, the surgeon forgot to remove the protective cap from the tip of the device before inserting it into the patients shoulder. An x-ray was performed and the cap was located; however, the surgeon did not want to open the patient to retrieve the cap. No further patient or event information was provided at the time of this report.

Manufacturer narrative:
Follow up communication with the facilities risk manager provided additional information that the surgeon tried for over an hour to retrieve the cap. The cap is located on the anterior side of the joint space in soft tissue. Patient's demographics (date of birth and weight) were requested but not provided.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event.based on the information provided, the most likely cause(s) of this type of event is the surgeon forgetting to remove the protective cap from the tip of the device before inserting the device into the patients shoulder. The protective cap is ½ inch long and either blue or black in color so that it is evident to the surgeon. This is the first complaint of this type for this part number. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.